Event description:
This is a spontaneous report received on (B)(6) 2022 from a consumer (age and gender unknown), who used col tb classic/extra clean and toothbrush bristle came off and lodged in throat and had a painful experience. There was no relevant medical history provided. On an unknown date, consumer started using col tb classic/extra clean (frequency unspecified). Consumer reported that after brushing teeth with col tb classic/extra clean the bristle came off and lodged in throat. The consumer had to spend most of day in the emergency room and ent clinic. The ent doctor was able to scope and remove the bristle. The consumer described the experience as painful. Action taken with col tb classic/extra clean was unknown. At the time of this report, the event bristles lodged in throat was resolved and outcome of other events was considered unknown.